Event description:
During an ICD replacement, low impedance was observed during a high voltage lead integrity check. No therapy was delivered during induction testing and external defibrillation was required. As a result, the lead was capped and replaced.